Event description:
It was reported the helix extended with a "pop" rather than on smooth rotation. Consequently, this lead was withdrawn and replaced with a same brand lead without incident. The suspected cause of this event was blood or tissue in helix housing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection did not note any anomalous conditions in shape or structure. Mechanical inspection revealed the helix consistently extended and retracted within seven turns. Primary analysis findings: no anomalies found, lead functionally normal.